Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile inspection revealed a break at 97cm proximal to the port exchange, no manifold returned and a hypotube kink was observed at 95.8cm proximal to the port exchange. No issues or damages noted on the balloon. A detailed microscopic examination of the balloon material identified no pinhole or damages. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. A microscopic examination of the markerbands identified no damage.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that the device could not cross lesion. The 79% stenosed target lesion was located in the severely calcified proximal right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the device could not cross the lesion. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the device break at 97cm proximal to the port exchange.